Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had misplace the insulin pump's battery cap. Blood glucose level at the time of the call was 532 mg/dl. The customer was shipped a battery cap. The insulin pump was not replaced or returned for analysis.